Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge would not charge past 85%. During troubleshooting with tandem technical support the customer was instructed to unplug the pump and plug it back into the power source. After a few minutes the pump battery gauge jumped up to 100%. There was no impact to the customer's blood glucose level. Customer stated they would continue to use the pump as insulin therapy and monitor the pump performance.